Manufacturer narrative:
The cfn MFR report number was defaulted to 9614392-2015-00013 because the manufacturing site cannot be identified. The lenses were not returned and the lot is unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
A report of alleged infections was received on 13apr2015 in the coopervision (B)(4) page. The reporter related three infections and often sleeping in the lenses a day or two then removes the lenses to clean and does not wear the lenses for a couple of days. The reporter relates that the eyes get very red and irritated after about 8 hours wear and if not removed for a couple of days, the irritation develops into an infection. No lens information was provided. Coopervision attempted follow up with the reporter but a response was not received. This report is made in an abundance of caution in the absence of information that either rules out or confirms the alleged infections and if intervention or permanent injury occurred.